Event description:
After af ablation a femoral artery pseudoaneurysm was observed on the right side near the puncture point. The patient was involved in a study (the study details are unknown).the patient was treated with an ultrasound guided thrombin injection. There was no alleged product issue.